Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3878-60, lot# 0207114530, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4). Device evaluation: analysis of the lead found no anomaly.

Event description:
It was reported the lead was "not responding in all contacts" at the time of implant. Impedance testing was performed and low impedances were found. It was noted "the electrical stim was lower than the number in the programmer." The patient reportedly experienced a "loss of stimulation/therapeutic effect" at the time of the implant procedure. The lead was not fully implanted and was instead replaced at the time of the procedure; the issue was resolved following the implant of the replacement lead. It was noted there were "no patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.